Event description:
The dexcom g6 continuous glucose monitor repeatedly fails and gives glucose readings that differ by 50 points from the true number. A glucose reading of 100 with an urgent low occurring alarmed which means my blood sugar will drop into dangerous levels within 15 minutes. This type of alert requires immediate action to avoid a dangerous drop in blood sugar which could lead to unconsciousness. When I checked with a finger stick the actual reading was 154. The same thing happened two days ago. A reading of 90 alerted with an urgent drop occurring. When I tested a finger stick the actual blood sugar reading was 144. This has happened multiple times and the only remedy by dexcom is to replace the sensor. This cgm works with my tandem insulin pump and delivers and holds back doses of insulin depending on the reading. An inaccurate reading such as these is dangerous and impacts my health. Having to treat urgent lows is timely. When they alarm as low as these have I eat a small glucose tablet to ensure my blood sugar doesn't crash. However when I do this and the number wasn't accurate then my blood glucose will raise from the treatment. Because I must act quickly to avoid a severe low it's terribly stressful. Each time the dexcom fails in this manner it needs to be replaced and there is a 2 hour warm up window for it to function again. During that time I am unable to go to sleep as if the sensor is not functioning then the pump isn't getting the information it needs to work as I sleep. This is an ongoing issue and dexcom has ill trained staff to handle the situation.